Event description:
The customer reported (2) two false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on an anterior nare sample generated negative results. This MFR. Report addresses patient 2 of 2. Confirmation testing with pcr generated positive results at urgent care later in the day on (B)(6) 2021. The customer stated the patient was symptomatic (coughing) and worsened over next 48 hours. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.